Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly. There were no reports of patient use associated with the reported event.